Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to myopotential inhibition was observed. Programming changes were recommended.